Event description:
We have been informed that, during the procedure, a foot pedal error (ngui082) consistently occurred at the moment the surgeon attempted to initiate the laser. As the issue could not be resolved, the staff switched to an alternative machine and successfully completed the surgery. No report of actual patient harm. However, due to the event, the procedure was prolonged by > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.